Event description:
It was reported by a neurologist that vns patient received high impedance when diagnostics were run, impedance > 10k ohms. Patient's seizures were still under control and the physician elected not to disable the device. Patient was referred for x-ray but manufacturer did not review the images. The radiologist reported that stimulating wire noted in place of the left which extended into the lower cervical region at the c7 level on the left. The wire appeared to be intact. Patient underwent lead revision surgery on (B)(6) 2011. Per neurologist, there was no manipulation or trauma to the vns system. Patient was seen by the physician on (B)(6) 2011 and the vns diagnostics were within normal limit. Good faith attempts to retrieve the lead for product analyses have been unsuccessful to date.